Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a biliary stenting procedure for a distal biliary stricture secondary to chronic pancreatitis performed on (B)(6) 2010. According to the complainant, 8 days post procedure, the patient presented with jaundice and abdominal pain, which was diagnosed as cholangitis. An endoscopic retrograde cholangiogram (erc) revealed that the stent was in the correct position and fully expanded, but was occluded with sludge at the proximal end. There was a stenosis close to the hilum with dilatation of the intrahepatic ducts, mainly on the left side. Extraction of the sludge was performed, during which the stent dislocated 1 cm into the intestine and could not be correctly repositioned. The stent was removed successfully, utilizing rat-tooth biopsy forceps to grasp the retrieval loop, and pulled out through the scope with no problems noted. Dilatation of the common bile duct up to the hilum was performed, and the procedure was completed with a plastic stent placed on the left side. The event was resolved without residual effects. The patient was discharged on (B)(6) 2010. Additional information was received. The patient's status post cholecystectomy (date unknown). The complainant stated that this procedure was not performed as a result of this event. On (B)(6) 2010, the patient had a CT (computerized tomogram) scan of the pancreas, and on (B)(6) 2010, the patient had an MRI (magnetic resonance imaging)/cholangio-pancreasticography and CT scan to rule out a pancreatic tumor. No evidence of such a tumor was found. The complainant also stated that the device is not being returned because the site discarded it after removal.

Manufacturer narrative:
(B)(4): wallflex biliary fully covered benign stricture. As the unit has not been returned, the complaint investigation site could not perform a technical analysis. The most probable root cause is anticipated procedural complication. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a biliary stenting procedure for a distal biliary stricture secondary to chronic pancreatitis performed on (B) (6) 2010. According to the complainant, 8 days post procedure, the patient presented with jaundice and abdominal pain, which was diagnosed as cholangitis. An endoscopic retrograde cholangiogram (erc) revealed that the stent was in the correct position and fully expanded, but was occluded with sludge at the proximal end. There was a stenosis close to the hilum with dilatation of the intrahepatic ducts, mainly on the left side. Extraction of the sludge was performed, during which the stent dislocated 1 cm into the intestine and could not be correctly repositioned. The stent was removed successfully, utilizing rat-tooth biopsy forceps to grasp the retrieval loop, and pulled out through the scope with no problems noted. Dilatation of the common bile duct up to the hilum was performed, and the procedure was completed with a plastic stent placed on the left side. The event was resolved without residual effects. The patient was discharged on (B) (6) 2010.

Manufacturer narrative:
(B) (4) medical intervention required. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.